Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument exhibited damage to the transition section from the shaft insulation to the tip. No fragment fell into the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring approximately 3mm x 5mm was not returned with the instrument. Additionally, the instrument was found with the proximal clevis dislodged and attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.